Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation

Event description:
The customer reported that the vela ventilators o2 flow/volume delivery is too low. When the event occurred the device was connected to a patient.